Event description:
During a stenting procedure to the right iliac artery, a powerflex pro was delivered and inflated at the lesion for post-dilatation of a 10/80m luminexx stent. However, it ruptured at 6atm during its initial dilatation. It was removed from the patient and exchanged for another powerflex pro (8/40mm). The procedure was finished successfully and there was no patient injury reported. The sales rep noted that there is a possibility that the powerflex pro got stuck with the implanted stent during delivering and it ruptured. The product will not be returned for analysis. The rate of stenosis was 90%.

Manufacturer narrative:
Additional information was received indicating that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. The contrast media to saline ration used was 50:50. The same unknown indeflator was used successfully with other devices. The balloon was removed intact from the patient with no difficulty. Complaint conclusion: during a stenting procedure to the right iliac artery, a powerflex pro balloon dilatation catheter was delivered and inflated at the lesion for post-dilatation of a 10x80mm stent. However, it ruptured at six atmospheres (6atm) during its initial dilatation. It was removed from the patient and exchanged for another powerflex pro 8x40mm balloon dilatation catheter. The procedure was finished successfully and there was no patient injury reported. The sales rep noted that ¿there is a possibility that the powerflex pro got stuck with the implanted stent during delivering and it ruptured¿. The rate of stenosis was 90%. Additional information was received indicating that there were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. The contrast media to saline ration used was 50:50. The same unknown indeflator was used successfully with other devices. The balloon was removed intact from the patient with no difficulty. The product was not returned for analysis. A device history review (DHR) of lot 17006614 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of the rate of stenosis of 90% and the presence of a previously deployed stent may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant devices: 10/80m luminexx stent. Gtin#: (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.